Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's father reported that his daughter's accu-chek softclix lancet was not retracting after usage. The lancet was exposed beyond the end of the protection cap. No adverse event alleged. A request was made for the return of the device.